Event description:
The customer called for help with his breeze2 meter. While troubleshooting, it was discovered that the meter's display was missing segments. Customer was not aware of missing segments but no adverse events were alleged. The meter is to be returned for eval. Replacement meter was sent to the customer.